Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient allegedly developed an urinary tract infection possibly related to the use of the foley catheter. It was later reported from the complainant via email on 25mar2019 that the catheter was inserted on (B)(6) 2018 and the patient allegedly developed the uti 26aug2018 - 04sep2018. The uti was treated with ancef at the hospital.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this specialty foleys product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the specialty foleys product labeling are found to be adequate based on past reviews. Patient code: 2519. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. - attachment: [FDA letter for late mdrs.pdf] h3 other text : the device was not returned.

Event description:
It was reported that the patient allegedly developed an urinary tract infection possibly related to the use of the foley catheter. It was later reported from the complainant via email on 25mar2019 that the catheter was inserted on (B)(6) 2018 and the patient allegedly developed the uti (B)(6) 2018. The uti was treated with ancef at the hospital.